Event description:
Reporter alleged she obtained a 104 mg/dl result on the compact plus system while feeling hypoglycemic symptoms. Reporter stated that her husband had to treat her with pasta. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.